Event description:
It was reported that increased high pacing threshold and low impedance were observed. Tachycardia detected but no shocks were delivered. Noise was verified via review of egms. Fluoroscopy revealed externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was returned in several pieces. Analysis confirmed the reported anomalies. Crush damage was noted at 29.0cm from the end of the distal tip. One re cable and one svc cable were found to be abraded in this region. The cables and inner coil were visible and could cause the reported noise and low impedance. The cause of the crush could not be determined due to the condition of the lead. Internal abrasions were noted beneath the shock coil between 19.6cm and 25.8cm from the distal tip. Internal insulation abrasions were also noted between 8.2cm and 12.3cm from the distal tip. The etfe insulation was intact at the internal abrasion sites.